Manufacturer narrative:
The console was evaluated and repaired in the field on october 20, 2016. The reported error code was confirmed and determined to be the result of a faulty master control board (mcb). The mcb was replaced and detectors set. The system was tested and verified to specification.

Event description:
It was reported that when powering up the system to begin a prostate procedure, a problem code 521 appeared. After clearing the message and a warm restart, the message came back. The procedure was completed using an alternate procedure (turp). Patient/user complications: "none." There was no injury to patient reported.